Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was not working and when removing the sensor, the electrode was not on it so wondering. Customer's current blood glucose was not given. Customer states that now the pump cannot find the transmitter and it was flashing when coming off the charger and when putting on the sensor. Sensor will be return for analysis.